Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a sharps container. The customer reports that the doctor had sutured a high risk pt, and upon attempting to dispose of the sharps, the doctor received a needle stick. The sharps container is foot pedal activated, but the doctor did not use the foot pedal. Instead, he tried to push back the spring loaded sliding lid, and then dispose of the sharp. In doing so the sliding lid snapped to it's closed position, hitting the kelly forceps which then caused the needle stick. The doctor has had hiv and hep c testing done along with the pt. No further treatment was given to the doctor. This product was in use for 3.5 months at this facility. No sample, the customer realizes the products were not at fault of not functioning correctly and that they should have used the foot pedal to open the container.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.